Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient acquired an infection at the ipg pocket and lead incision sites. The patient went to the ER and was treated with IV antibiotics. The patient was also provided wound patches that were placed over the back incision. The patient returned to the hospital and the device was explanted. The patient is currently recovering at home with IV antibiotics.